Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event had occurred likely due to stress of repeated use, external factors, or handling. The instructions for use states the inspection method associated with the event in "chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable viodeoscope objective lens adhesive exhibited peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.